Event description:
Patient's caregiver is her daughter, (B)(6). Patient has a purewick urine collection system that was purchased approximately a month ago. Device was working fine up until wednesday. The disposable wick can not fill up properly because the connector assembly detached. This piece connects the tubing to the collection mechanism. Without it, the system can not collect urine. There was no force movements or traumatic events that caused the connection to split.